Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a perforation, bleeding / hematoma occurred. The procedure was cancelled. During a watchman procedure to treat atrial fibrillation (a fib), a versacross connect access solution was selected for use. The transseptal was being attempted to cross septum inferior and mid. Once the tenting was noted, the radio frequency (rf) was delivered. The rf wire briefly crossed when swelling was noted on aorta on transesophageal echocardiogram (tee). The wire was retracted and swelling was observed for forty-five minutes. The patient remained stable and was admitted in intensive care for observations. Computed tomography angiography (cta) was requested and the procedure was cancelled. The device is not expected to be returned for analysis. It was further reported that there was a perforation in aorta as rf was being initiated. Only one attempt made to track up/down to position on septum before tsp was performed. The implanter believed the versacross rf wire was being pushed as rf was applied. There was no versacross dilator malfunction noted. No surgical intervention or any kind of intervention was done just a contrast CT. No other complications were reported. No other issues were reported. In the physician's opinion, the versacross wire contribute to the patient complication(s), since it allegedly burned into edge of aorta.

Manufacturer narrative:
The device was not returned for evaluation; however, the reported allegation for vessel perforation and other adverse events were confirmed based on the media provided. Thus, this supplemental MDR is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a perforation, bleeding / hematoma occurred. The procedure was cancelled. During a watchman procedure to treat atrial fibrillation (a fib), a versacross connect access solution was selected for use. The transseptal was being attempted to cross septum inferior and mid. Once the tenting was noted, the radio frequency (rf) was delivered. The rf wire briefly crossed when swelling was noted on aorta on transesophageal echocardiogram (tee). The wire was retracted and swelling was observed for forty-five minutes. The patient remained stable and was admitted in intensive care for observations. Computed tomography angiography (cta) was requested and the procedure was cancelled. The device is not expected to be returned for analysis. It was further reported that there was a perforation in aorta as rf was being initiated. Only one attempt made to track up/down to position on septum before tsp was performed. The implanter believed the versacross rf wire was being pushed as rf was applied. There was no versacross dilator malfunction noted. No surgical intervention or any kind of intervention was done just a contrast CT. No other complications were reported. No other issues were reported. In the physician's opinion, the versacross wire contribute to the patient complication(s), since it allegedly burned into edge of aorta.